Manufacturer narrative:
Results and conclusions summation - product performance engineering has reviewed the incident information. The instructions for use (IFU) list death and myocardial infarction as known adverse events associated with coronary stenting. Literature search article: lancet 2007; 370: 1552-59 written by hans peter brunner-la rocca, titled cost-effectiveness of drug-eluting stents in patients at high or low risk of major cardiac events in the basel stent kosteneffektivitats trial (basket): an 18 month analysis. The other seven rx vision stents mentioned in b5 and d11 are being reported under the same MFR#. The myocardial infarction events mentioned are being reported under MFR# 2024168-2007-00610.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: none. This was noted through a periodic article review that assessed the cost effectiveness of drug eluting stents vs bare metal stents. Fifty eight vision stents were implanted and resulted patients death and myocardial infarction events. Several attempts were made to contact physician's who's data was used to author the article; however, no information was able to be obtained. The complaint database at abbott vascular was queried and confirmed to contain at least deaths during this same time period. Detailed reconciliation between the article and the complaint database has been impossible.